Manufacturer narrative:
The device referenced in this report has not yet been returned to olympus for evaluation. The exact cause of the reported event could not be conclusively determined at this time. This type of electrode damage is most likely due to excessive force being applied during connection. If additional information is received, this report will be supplemented. The instruction manual warns users "when attaching the electrode, make sure not to push it too forcefully into the working element. Otherwise the electrode may be damaged."

Event description:
Olympus was informed that during a bladder tumor resection procedure, the loop wire melted in the middle and broke apart. The generator settings at the time of the event are unknown. The intended procedure was completed with a similar device. No patient injury was reported. Olympus followed up with the user facility to obtain additional information regarding the reported event via telephone and in writing but with no result.